Event description:
Related manufacturer report number: 3008377825-2019-00002. During follow-up, oversensing due to noise was observed on both the right ventricular (rv) and right atrial (ra) leads. Both leads were explanted and replaced to resolve the event. Rv lead damage was visually observed upon explanting the lead by the physician. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and oversensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.